Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm or determine the root cause of the reported unsure properly inserted cannula. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was transported by ambulance to the emergency department (ed) at (B)(6) on (B)(6) 2026, with diabetic ketoacidosis (dka), during which her blood glucose (bg) level reached 17 mmol/l (306 mg/dl) after wearing the pod for approximately 5 to 24 hours. She reported bleeding and bruising at the infusion site during pod application the previous night and again during removal the following morning. The patient alleged the cannula was not properly inserted in the infusion site (arm) due to multiple correction boluses not affecting her bg levels throughout the night. Shortly afterward, she experienced nausea, dizziness, shortness of breath, chest tightness, and palpitations. Treatment included intravenous fluids for hydration and potassium replacement, and a new pod was applied. The patient remained in the ed for about 12 hours before leaving later that same day. The patient confirmed she no longer has the pod involved in the incident.